Manufacturer narrative:
Additional information was added to the following fields: b1: adverse event/product problem b2: outcome attributed to adverse event b5: describe event or problem field d6b: explant date h1: type of reportable event h6: impact codes.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) entered in safety mode. Replacement of the device was recommended. This device remains in service. No further adverse patient effects were reported. Additional information was received detailing that the device was explanted and replaced. This device is expected to be returned to boston scientific for analysis.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) entered in safety mode. Replacement of the device was recommended. This device remains in service. No further adverse patient effects were reported. Additional information was received detailing that this device was explanted and replaced. This device is expected to be returned to boston scientific for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that both brady and tachy therapy remained available. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The corrupted memory was corrected in the laboratory and the device reverted to normal operation. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of exposure to radiation, either therapeutic or environmental.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) entered in safety mode. Replacement of the device was recommended. This device remains in service. No further adverse patient effects were reported.